Event description:
It was reported that this unit wouldn't charge. Even after being on the charge for 24 hours, the symbol still showed "red". We tried another ac charger, to see if it was the charger, but it still stayed "red". No patient harm reported because there was no procedure being performed

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the reported event and the device. A visual inspection of the returned device did not identify any issues. The functional evaluation revealed the device failed to power on and the root cause being due to a depleted battery. Failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored with actions being taken to reduce further instances and this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.